Event description:
The customer reported that the system displayed an a/d channel error. This error will likely prevent the system from booting up. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.